Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced, rather than mechanically induced. The electrical continuity test passed and there was no insulation damage to the conductor wire. The root cause is attributed to user mishandling.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the plastic part of the fenestrated bipolar forceps (fbf) instrument's ¿mouth¿ was singed and broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Isi has requested that the fbf instrument be returned for evaluation. However, as of the date of this report, the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fbf instrument (pn 471205-17/lot # k12210809 0050) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 13 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.